Event description:
For one patient sample, initial sodium result was 106 mmol/l, potassium result was 3.5 mmol/l. Same sample repeated gave result of 139 mmol/l for sodium and 4.5 for potassium. The initial results were not reported. No treatment was offered due to the incorrect results. The field service rep was unable to determine cause. Performance check tests were performed and within specification.